Event description:
Additional information received from the patient reported that the step taken to resolve the shooting pain included turning the device off. Now the patient could not get it to come back on.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had not scheduled an appointment with the hcp due to having to address other medical issues first.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. The consumer reported getting into the car on (B)(6) 2016 and suddenly feeling a ¿shooting pain go down her leg into her buttock area.¿ the pain persisted to the point where the patient considered going into the emergency room. The device was turned off at 4 am which resolved the patient¿s pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.